Manufacturer narrative:
(B)(4). Lot#: unknown as information was not provided. Catalog#: unknown but referred to as a cook celect filter. Expiration date: unknown as lot# is unknown. Since catalog# is unknown the 510(k) could be either k061815, k073374 or k090140. Device manufacture date: unknown as lot# is unknown. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook celect filter on (B)(6) 2012 at (B)(6)." Patient outcome: it is alleged that pt was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Catalog#: unknown but referred to as a cook celect filter. Since catalog# is unknown the 510(k) could be either k061815, k073374 or k090140. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook celect filter on (B)(6) 2012 at (B)(6)." Additional information received 19jan2016: per medical records from (B)(6), pre-op for aneurysm coiling procedure. The celect filter was placed below the prominent left lumbar vein at the level of l3-l4. A repeat inferior vena cavogram was performed confirming full coverage of the cava and the hook for retrieval was in good position. Per the final report dated (B)(6) 2012, a spot fluoroscopic x-ray is captured documenting adequate positioning. The inferior vena cavogram demonstrates normal opacification of the cava. A large caliber left lumbar vein is identified at the level of l3. Per medical records, a CT was performed on (B)(6) 2012 which was positive for small right lower lobe pulmonary emboli. On (B)(6) 2012, doctor retreated coiled right internal carotid artery/ophthalmic artery aneurysm, at aneurysm-neck opthalmic artery interface there is evidence of coil compaction, left middle cerebral artery microaneurysm. Per final report from (B)(6), an unsuccessful filter retrieval attempt was made on (B)(6) 2012. Despite extensive attempts the hook could not be snared with the snare from the retrieval system due to the proximity of the hook to the ivc wall. The decision was then made to leave the celect filter in place as a permanent device. Patient outcome: it is alleged that pt was injured without further explanation.

Manufacturer narrative:
(B)(4). Catalog#: unknown but referred to as a cook celect filter. Expiration date: unknown as lot# is unknown. Since catalog# is unknown the 510(k) could be either k061815, k073374 or k090140. Device manufacture date unknown as lot# is unknown. Summary of investigational findings: since no device or imaging studies have been made available and only limited medical records has been made available, the exact root cause for what caused the alleged unsuccessful filter retrieval is unknown. Filter retrieval is occasionally difficult. From the published scientific literature filter tilt inside ivc and/or embedment of filter legs or filter hook in the ivc wall is a well-known risk and in published scientific literature filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook celect filter on (B)(6) 2012 at (B)(6). Additional information received 19jan2016: per medical records from (B)(6), pre-op for aneurysm coiling procedure. The celect filter was placed below the prominent left lumbar vein at the level of l3-l4. A repeat inferior vena cavogram was performed confirming full coverage of the cava and the hook for retrieval was in good position. Per the final report dated (B)(4) 2012, a spot fluoroscopic x-ray is captured documenting adequate positioning. The inferior vena cavogram demonstrates normal opacification of the cava. A large caliber left lumbar vein is identified at the level of l3. Per medical records, a CT was performed on (B)(6) 2012 which was positive for small right lower lobe pulmonary emboli. On (B)(6) 2012, dr. Retreated coiled right internal carotid artery/ophthalmic artery aneurysm, at aneurysm-neck opthalmic artery interface there is evidence of coil compaction, left middle cerebral artery microaneurysm. Per final report from (B)(6), an unsuccessful filter retrieval attempt was made on (B)(6) 2012. Despite extensive attempts, the hook could not be snared with the snare from the retrieval system due to the proximity of the hook to the ivc wall. The decision was then made to leave the celect filter in place as a permanent device. Patient outcome: it is alleged that pt was injured without further explanation.

Manufacturer narrative:
(B)(4). Corrected data based on new information received: adverse event to product problem, (B)(6), serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 09/02/2015 as follows: plaintiff allegedly received an implant on (B)(6) 2012 via the right common femoral vein due to pe and dvt and had an attempted retrieval on (B)(6) 2012. Procedure notes state that after extensive attempts, they could not gain access to the filter hook to allow its removal. Plaintiff is alleging tilt, device is unable to be retrieved.

Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer reference # (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'celect, tilt, device is unable to be retrieved'. Cook will reopen its investigation if further information is received. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.